Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 360mg/dl. A system check was performed and the occlusion was found to be within the cartridge and a crack was observed on the cartridge. A cartridge change was performed and a correction bolus was delivered to address the bg level.